Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found no anomalies that would have resulted in the clinical observation of dislodgement. Detailed analysis confirmed that the outer coil had a break at approximately 24.7 cm from the terminal pin. This type of damage is consistent with lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this right atrial (ra) lead experienced dislodgement. The ra lead was attempted to be repositioned, but the physician decided to explant it. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
On 09/20/2019 - the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead experienced dislodgement. The ra lead was attempted to be repositioned, but the physician decided to explant it. No additional adverse patient effects were reported.